Event description:
It was reported that a fracture on the stent graft was identified. Reportedly, three stent grafts were implanted in the patient's left upper arm to treat a recurrent thrombosis in an av graft. The stent grafts were deployed inside the graft overlapping the cannulation area. Approximately six months later, during a follow up, it was identified that one of the stent graft was fractured and a pseudoaneurysm had developed. The physician deployed another stent graft overlapping the fractured stent graft and covering the aneurysm. There was no report or injury to the asymptomatic patient. Reportedly, the continuing puncturing of the graft at the cannulation point may have contributed to the fracture.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The stent graft remains implanted; therefore, it is not available for evaluation. The event investigation is currently underway.